Manufacturer narrative:
"Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. "

Event description:
It was reported that a shelf carton of pen ndl 32g 4mm 100bx 1200 USA had missing label information during use. The following was reported by the initial reporter: "it was reported that the shelf carton is incorrectly labeled. Verbatim: this recall is being conducted due to a small percentage of the product shelf cartons being incorrectly labeled as products intended for the latin american market. Although the product description on the label ¿32g x 4mm pen needles¿ is correct, information pertinent to users in the us regarding compatibility with specific pen needles is missing. This defect is isolated to the specified catalog and lot number listed in the table above. As the product itself is not defective there are no expected health consequences. The following are images of the correct and incorrect product labels. Correct product label (catalog 320122) incorrect product label (catalog 320489)".

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that a shelf carton of pen ndl 32g 4mm 100bx 1200 USA had missing label information during use. The following was reported by the initial reporter: "it was reported that the shelf carton is incorrectly labeled. Verbatim: this recall is being conducted due to a small percentage of the product shelf cartons being incorrectly labeled as products intended for the latin american market. Although the product description on the label ¿32g x 4mm pen needles¿ is correct, information pertinent to users in the us regarding compatibility with specific pen needles is missing. This defect is isolated to the specified catalog and lot number listed in the table above. As the product itself is not defective there are no expected health consequences. The following are images of the correct and incorrect product labels. Correct product label (catalog 320122) incorrect product label (catalog 320489)".